Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, an error was generated when the monopolar curved scissors instrument was inserted for use on the system. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted testing and found that the "instrument not recognized" error message occurred when the instrument was attached to multiple system arms. Engineering observed two of the pogo pins stick when depressed, which is most likely caused the recognition issue. Engineering also discovered that the scissor blades do not fully close due to blade damage. One blade edge has a deformation near the tip, and the other blade appears to have below average curvature. This combination results in a mechanical stop below the tips. Engineering also observed the distal end of main tube has a 2.5 inch long section with light material removed all around the tube. The damaged area is parallel to the tube axis, and has a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.